Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13k06034 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by dizziness and disorientation. The patient was hospitalized for the event and treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient was discharged from the hospital but later readmitted for recurrent peritonitis. The patient was reported to be recovering from the peritonitis. Pd therapy was discontinued. No additional information is available. This is report 2 of 2.